Manufacturer narrative:
Pump received with blank display due to battery tube connector not plugged in properly. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. Unable to perform the displacement test due to blank display anomaly. (B)(4).

Event description:
Customer reported via phone call to have a blank screen display after dropping insulin pump. Customer's blood glucose was unknown. Customer reported that insulin pump did not show any physical damage. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.